Manufacturer narrative:
No pt involvement. Sorin group (B)(4) manufactures the d731 arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting that the outlet port broke off of the arterial filter when the user tapped the outlet tubing, just before initiating bypass. The device was replaced prior to any pt involvement. Although no product was returned for evaluation, the breakage was confirmed based on a photograph submitted by the customer. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(6) received a complaint reporting that the outlet port broke off of the arterial filter when the user tapped the outlet tubing just before initiating bypass. The device was replaced prior to any pt involvement.